Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing and the blower motor was replaced to address the issue. During testing, the device failed an additional test step. The device's system board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator malfunction occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue.